Event description:
It was reported by dealer that troubleshooting with tech and was advised the charger is defective. The charger is allowing the chair to drive while it is plugged into the wall. Does not inhibit driving.